Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 25-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was failed back surgery syndrome, other chronic/intractable pain (trunk/limbs), spinal pain and non-malignant. On (B)(6) 2019 the patient reported that her catheter became detached and they fixed it today. The patient did not know when it became detached. She was at home now and her ptm (personal therapy manager) was showing ¿pa disabled¿ (patient activated dose disabled). No patient symptoms were reported. No further complications were reported/anticipated.